Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urinary incontinence. It was reported that this was the first time their urologist ever did the procedure and had to keep moving the wire to find the actual nerve which felt like a needle scratching inside of their lower back. One lead took very well, but the second lead had to be removed and realigned and reinserted until it hit the correct nerve. It was placed but only one side worked causing waves of "electricity" through their lower back, butt, crotch and leg. After the trial period they had it removed and never wanted it again. Now they had worse pain and sacral nerve damage than ever before. Now they had to see a neurologist because of the damage that the product caused most likely due to incorrect product placement.

Manufacturer narrative:
Continuation of d10: product ID: 306001, product type: screening device, product ID: 306001, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, product ID: 306001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.